Manufacturer narrative:
In very rare cases a software malfunction in the sample&control data file can occur which may lead to a potential data mismatch. This software malfunction only occurs when the "sample data clear" function is not performed daily as indicated in the operator¿s manual, and when the sample&control data file is filled with > 2000 records. The issue described above can lead to result mismatch (wrong test order and wrong result reporting). All tests that are run on the affected analyzers are potentially affected. The manufacturer has confirmed this malfunction of the system. Hht will resolve this issue with a new software version. This new sw will prevent samples from being ordered and run on the cobas e 411 analyzer when the sample&control data file is full. A workaround has been provided to customers until the updated software version is available.

Manufacturer narrative:
Investigation determined the instrument was used for a long time without performing a sample data clear. The sample database of the instrument filled with samples that were in the status of "not documented." Product labeling recommends clearing sample data daily after uploading data to the host or after performing an export of data in order to maintain system performance. The customer may also set the samples to a "documented" status.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that their cobas e 411 immunoassay analyzer (e411) was incorrectly ordering a patient sample tested for the elecsys cortisol test system (cort). An erroneous result was generated for the sample. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. Once the analyzer read the sample barcode, it generated four orders of the same test for the same sample. It was also determined that the customer's laboratory information system (lis) sent four orders to the analyzer and the analyzer replied to each in the same way. The results would show up in the result table of the system quickly and each order would be associated with the same result of 33.60 nmol/l. A repeat of the sample resulted as 345 nmol/l. After a check of the analyzer, it was determined that there were also issues with control orders. For example, a control ordered for one test will result with a previous value from a different test. The customer provided data showing that a vitamin d test was displayed when a control was ordered for the a-hbc test. The expected range printed next to the vitamin d result was also missing. The data showed that a patient sample had two orders printed with the same ready time for an a-hbs test and there were no result values or pipetting time listed. The data also showed that a patient sample displayed a vitamin d result, but there was no pipetting time listed. The computer (pc) of the analyzer was replaced and reformatted since it was believed there was an issue with the database of the analyzer. The system was restored with a backup of old data, but still had the same issue. After new a new software database containing no patient test results is loaded on the analyzer, the analyzer function returned to normal. It was asked, but it is not known if any patients were adversely affected due to the event. No adverse events were alleged. The cort reagent lot number and expiration date were asked for, but not provided. Preliminary investigations of the communication trace of the old database indicated that there was no reagent pack on the system for all test codes (including cort) associated with the order. On orders in the system, each assay is mapped to a test code and it is this code that is communicated to the customer's lis. The trace indicated that the cort ii test, which is associated with a different test code, had a reagent pack on the system. The cortii test code was not defined in the host test code settings of the system.